Event description:
Covidien received information stating that an 840 ventilator became inoperative while in use on a patient. The ventilator's high urgency alarm was generated, and the safety valve opened. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the air flow sensor. The ventilator passed performance verification testing(pvt) and was operating per manufacturing specifications. (B)(4).